Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturer date for the reported test strip number is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving "bad low results" on his adc blood glucose meter. Customer further reported he experienced symptoms described as "anguished (and) dizzy" and that he self-presented to a local hospital where he was diagnosed with hyperglycemia and treated with an injection of 10 units of insulin and an unspecified "serum". No additional treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
As product was not returned and the test strip lot reported with this complaint is unknown, a device history review (DHR) of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.